Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted and it could not be delivered to the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient's was stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous and severely calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it ws noted that the stent struts were lifted and it could not be delivered to the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient's was stable. It was further reported that the target lesion was 80% stenosed, mildly toruous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR: promus element plus ous 3.50x28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the proximal region were lifted from the crimped stent position and pulled distally. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no signs of damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it ws noted that the stent struts were lifted and it could not be delivered to the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient's was stable.